Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged having newly diagnosed with copd, high blood pressure, heart disease, cough, massive heart attack, difficulty breathing/short of breath. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged having newly diagnosed with copd, high blood pressure, heart disease, cough, massive heart attack. Difficulty breathing/short of breath. There was no medical intervention required by the patient. In the initial report, b5 section was not correct, the correct b5 should be - the patient has alleged cough, difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer received new information alleging particles in the device, nasal/throat irritation or soreness, sinus infection, headaches, worsening asthma and polycythemia vera (form of blood cancer). There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device/power cord or supply too hot to touch, device will not turn on/device not functioning and particles in the device related to a bipap device's sound abatement foam became degraded and caused cough, difficulty breathing/short of breath, nasal/throat irritation or soreness, sinus infection, headaches, worsening asthma and polycythemia vera (form of blood cancer). The patient did not report to receive medical intervention. The reported event of new or worsening asthma as well as nasal/throat irritation or soreness, sinus infection, headaches, and coughing a lot moreand its reported severity was reviewed by the manufacture's clinical expert. These event was assessed as possibly related to the product problem with the device and/or use error. However, further investigation was warranted to confirm any definitive causal relationship between the event and possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error per 21 cfr 803.3 repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Corrected information provided in b5, the information (the manufacturer previously received information alleging device/power cord or supply too hot to touch and device will not turn on/device not functioning related to a bipap device) was not included in initial report. Corrected information provided in h10 to reflect severity reviewed by the manufacture's clinical expert.